Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was on the fritz and pump was burning through batteries very quickly on second battery. The customer reported that the insulin pump had motor error and failed battery alarm. The drive support cap was normal. The device will be returned for the analysis.